Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device cannot boot up. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The som pca was found to be defective on the returned processor pca. The available information is consistent with a malfunction of the processor pca. Philips cannot rule out a malfunction of the processor pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.